Manufacturer narrative:
This report is filed november 6, 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss.

Manufacturer narrative:
(B)(4). Device currently unavailable.